Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after advancing the intraocular lens (iol), the nurse heard a cracking sound. The tip of the cartridge was found cracked. The iol was not used or come into contact with the patient. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 5/8/2018. Device evaluation: the returned pcb00 device was received inside the original box. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope; scarce viscoelastic were observed at the cartridge neck, transition and loading zone. Directions for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. There are indications of coating at the cartridge canopy. The lens is stuck at the cartridge tip and the tip is deformed. The pcb00 device was opened and no assembly defects were observed. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There is no visible gap. The reported complaint was verified. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.